Event description:
It was reported that the customer was treated by paramedics three times due to hypoglycemia. The reported blood glucose reading was 137 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. The self test passed. The customer stated that she is pregnant and her blood glucose has been changing a lot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.